Event description:
End user called to complaint of getting an error message when doing a calibration test on the device. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.